Event description:
I had a total knee replacement on my left knee in (B)(6) 2009. I have had continuous neurogenic pain and discomfort around that joint and continuous swelling in a particular area around the joint which may be associated with varus/valgus stress. There is flexion instability and a clunking sound when the leg is moved laterally. I wear a brace to increase lateral stability when doing most activities.